Event description:
On (B)(6) 2012, 3 zilver stents were placed in the left lower superficial femoral artery. On (B)(6) 2013, restenosis of the lesion was confirmed. Percutaneous transluminal angioplasty was performed. After plain old balloon angioplasty, 3 zilver ptx stents (6x60, 6x120 and 6x120) were placed. The pt had a favourable outcome.

Manufacturer narrative:
This complaint is MDR reportable as intervention was required, approx 11 months after stent implantation percutaneous transluminal angioplasty was performed. There were no zilver ptx devices of lot number c772910 in stock at the time of the complaint investigation. A document based investigation was carried out as the devices were not available for eval. The stents were implanted in the pt therefore are not available for eval. Angiogram images were not available for this complaint. As no images were available for review, the customer complaint could not be confirmed. The sales rep indicated that restenosis could have resulted from the fact that no run-off vessel are patent (<50% stenosis) below the knee. It may be noted that re-stenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads (or amplifies) to the restenosis process. It is very unlikely that restenosis could have occurred due to zilver ptx malfunction. The root cause of restenosis cannot be determined. As per instruction for use that accompanies this device, ifu0063-5 restenosis of the stented artery is noted as a potential adverse events associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. It has been reported that the pt had a favourable outcome after pta. Quality engineering assessed the complaint using the health risk assessment and the risk has been determined to be moderate. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.